Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the collimator was adjusted to restore functionality. Following the adjustment, image calibrations were also performed. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. Other relevant device(s) are: product ID: bi40000019, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system was experiencing collimator issues. Restarting the imaging system was noted to not restore functionality. There was no patient present when this issue was identified. It was later reported that the imaging system was displaying a collimator error.